Manufacturer narrative:
The technician replaced the hook/safety trendelenburg assembly, end cane, felt pad, shoulder bolt, oilite bushing, and top cane, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the trendelenburg will not function.